Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was decreased by 10-15%. It was reported that the catheter broke and the patient was exhibiting acute withdrawal symptoms. The withdrawal was currently resolved by oral medication.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 635 mcg/day) via implantable infusion pump. It was reported that the patient had been experiencing high fever over the past 2 days (since (B)(6) 2021) and did not response to antibiotics. The patient was found to have an infection at the pump pocket incision site with mucopurulent discharge; pump pocket site abscess was verified with x-ray. Of note, the patient has a history of infections prior to the current pump implant. The patient was admitted to the hospital on (B)(6) 2021 through the emergency room and the neurosurgeon made the decision to externalize the pump by splicing on a new pump segment catheter in order to allow pm<(>&<)>r clinic to wean baclofen down from infusion rate 635 mcg/day prior to planned explant of existing catheter and pump in 4 days ((B)(6) 2021). After the pump was externalized with a 8596sc catheter, the pump incision site was extensively deep braided and infusion rate was decreased by 10% to 571 mcg/day after priming the cat heter segments reflecting the new length of catheter. The issue was not resolved at the time of report. Of note, cerebrospinal fluid (csf) culture was negative, wound culture resulted in preliminary 1+ gram-positive cocci; 3+ polymorphonucleocytes, and blood cultures were still pending. Medications included tylenol, oral baclofen as needed, dulcolax suppository, nystatin, prilosec, phenytoin, mirolax, potassium, and simethicone. The patient's medical history included multiple infections unrelated to pump implant, traumatic brain injury, dystonia, quadriplegia, paralytic ileus, hypokalemia, seizures, paralysis, gastroesophageal reflux, urinary incontinence, ventilator at night and oxygen trach mask during the day, and seasonal allergies. The patient's status at the time of report was alive - no injury.